Event description:
It was reported that there was an issue with the touchscreen responsiveness of a pump, specifically that the screen was frozen and would not respond to user input. There was no adverse impact to the customer's blood glucose level. The customer indicated that the screen began to work again and declined to perform a pump reset or engage in further troubleshooting, as no additional action was required.